Event description:
Reporter indicated via a suicide assessment form to the manufacturer that a vns patient had suicidal tendencies that were rated as 'severe' on (B)(6) 2012, and that on (B)(6) 2011, the vns generator was unable to be communicated with. A vns battery life estimate performed by the manufacturer yielded approximately -1.04 years remaining, indicating the vns may be at end of service. All attempts to the reporter for additional information have been unsuccessful to date.

Event description:
Reporter indicated the suicidal tendencies are due to the patient's disease process and not vns. The vns generator is believed to be at end of service. The reporter's vns programming wand is reported to be performing as intended with other vns patients, ruling out a wand issue.